Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue of unexpected loss of power. A cause of the reported issue could not be determined. During evaluation stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. The technician observed a loose screw was floating around in the device, which can be the cause of the error codes. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. During evaluation stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient involvement in this event.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: no device problem found; mechanical problem identified section h6 results code of initial MDR should indicate: no device problem found; operational problem identified section h6 conclusion code of initial MDR indicates: cause not established; cause traced to component failure. Section h6 conclusion code of initial MDR should indicate: cause not established.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. During evaluation stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient involvement in this event.